Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center had no image. The issue was found during preparation for use for an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. The device was returned, and the reportable malfunction was confirmed. Based on the results of the investigation, a definitive root cause for the event could not be determined. However, it is likely that the phenomenon image was not displayed occurred due to faulty patient board set. Regarding the phenomenon image is intermittent occurred when the connector was moved because the scope could not be held due to the worn out lock part of the video connector. Olympus will continue to monitor field performance for this device.